Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. The patient underwent a left atrial appendage closure (laac) procedure and a 24mm watchman ® laa closure device was successfully implanted. An hour after the procedure, the patient felt pressure in the thoracic area. An echocardiogram revealed that the watchman device had embolized and was positioned anterior to the aortic valve. The patient required cardiothoracic surgery. There were no additional complications reported and the patient's status is stable.